Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient presented to the hospital for an unspecified reason. Upon device data review, there were 10763 rythmiq episodes and several episodes with pauses and loss of conduction. Additional information has been requested. No adverse patient effects were reported. The device remains in service.